Manufacturer narrative:
Internal file number - (B)(4). Correction: date of event, date of implant. PMA/510k : initial 30-day date manufacturer notified-correct date is: 11/16/2018. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. A definitive cause for the reported partial clip movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report clip movement, post clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The first mitraclip delivery system was advanced to the mitral valve and the clip was deployed successfully. However, after clip deployment, it was noted the clip orientation had changed sideways. The clip was still attached to both leaflets. A second clip was implanted to stabilize the first clip. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.